Event description:
It was reported that merlin.net transmission strips revealed non-sustained lead noise episodes due to post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.